Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient will undergo surgical intervention due to experiencing discomfort at the location of their ipg.

Event description:
Additional information received indicated the patient's ipg pocket site was revised on (B)(6) 2018 which addressed the issue.